Event description:
Device issue: guidewire separation. Time of device issue: unknown. Adverse event: none. It was reported that during the procedure in the moderately calcified and extremely tortuous left carotid artery the nav 6 met resistance during advancement through the extremely bent cordis introducer sheath. When the nav6 exited the sheath, the wire and delivery catheter were noticed to be bent in several places. The delivery system was removed from the body. A stiff guide wire was introduced to straighten the introducer and an rx accunet was used without any problem. There was no adverse pt effect. Though requested no add'l info was provided. The device analysis found barewire core and tip separation. The location of the tip is unk; however, the physician confirmed the entire device was removed from the body and no part remained inside the body.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.